Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a fall, the patient experienced ineffective therapy. Troubleshooting revealed that the left lead had fractured. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. It is unknown which lead is fractured.

Manufacturer narrative:
Correction: h10 - the following should have been included on the initial report: "the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000047156."